Event description:
It was reported that during a coronary stent procedure using the radial approach, the stent dislodged. The circumflex lesion was pre dilated with a 3.0 x 15 maverick balloon catheter. The physician attempted to cross the lesion with the 20 x 3.5 express2 and was unsuccessful. The express2 was successfully retracted back into the guide and removed without incident. The lesion was dilated again and the physician was still unable to cross with the 20 x 3.5 express2. While retracting the express2 a second time, the stent became caught on the guide catheter. The physician pulled the guide catheter back out into the aorta, from the left main and was still unable to retract the stent into the guide catheter. The physician elected to remove the entire system and the stent became caught mid arm. Vasodilators were given in an attempt to facilitate the removal. During entire system removal the stent became stuck at the entry site of the radial artery. The stent was removed. The procedure was completed with another stent. Patient status is listed as "okay".